Event description:
It was reported that the customer experienced high blood glucose of 425 mg/dl, due to insulin absorption issues on (B)(6), 2014 and emergency medical services were called on (B)(6), 2014, due to the customer's blood glucose being low at 48 mg/dl. Customer treated for the high blood glucose level with manual injection. When emergency medical services were called, they released her with a blood glucose of 80 mg/dl and she treated with orange juice and glucose tablets. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.